Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that; the insulin was leaking past the o-rings. The blood glucose was unknown at the time of the incident. Customer also reported no delivery alarm. Customer reported that, the alarm did not occur during manual prime and event was resolved by infusion set change. Customer declined troubleshooting of high blood glucose. Customer stated that some she was not able to get her blood sugars down, painful insertion, and occlusions. Troubleshooting determined that, the reservoir should be replaced. The reservoir will not be replaced for analysis.